Manufacturer narrative:
(B)(4). It was reported during follow up that the patient recovered from the peritonitis event. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (2gm; route, frequency, and duration not reported) and fortum (1gm for fourteen days; route and frequency not reported) for peritonitis. Action taken with therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with vancomycin (2g for 14 days, frequency, and route not reported) and fortum (1g for 14 days, frequency and route not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.